Manufacturer narrative:
Device received constant no motor movement alarm during rewind due to corroded motor home switch. Unable to verify the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement, drive count or time values or changes incorrect for moving or coasting. Too slow or too fast and an error in the motor was detected by reading unexpected value from hall sensor alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose was 300 mg/dl at the time of incident. The customer reports they were not able to clear the alarms and was not able to rewind the insulin pump. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.